Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was an area of in stent restenosis located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10mmx2.75mm flextome¿ cutting balloon¿ was used after multiple non-bsc balloons burst due to the stent strut which was previously implanted. However, the device was also noted to be ruptured on the third inflation. First inflation was 12atm for 8 seconds, followed by 14atm for 8 seconds and 16atm for 10 seconds and the device deflated slowly by itself. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1.0mm proximal to the proximal end of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system.. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was an area of in stent restenosis located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10mmx2.75mm flextome¿ cutting balloon¿ was used after multiple non-bsc balloons burst due to the stent strut which was previously implanted. However, the device was also noted to be ruptured on the third inflation. First inflation was 12atm for 8 seconds, followed by 14atm for 8 seconds and 16atm for 10 seconds and the device deflated slowly by itself. The procedure was completed with a different device. No patient complications were reported and patient's status was good.